Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the distal tip of an indigo system aspiration catheter d (catd) was flattened and unusable upon removal from the packaging. The damaged catd was found prior to use and therefore, was not used in the procedure. The procedure was completed using another catd.